Event description:
Patient reported red alarm on freedom driver s/n (B)(6), switched to backup driver. No reported adverse impact to patient.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating primary motor did not engage for over five seconds after a continuous or open short was detected. Visual inspection of external components found a missing rubber foot on the rear housing. Visual inspection of internal components found a broken piston cylinder aseembly yoke and secondary motor component. The primary motor does not spin manually and when powered on, the shell spins but not the cam follower. This confirms the root of the alarm found in the driver's alarm history and the customer complaint. Freedom driver was unable to be tested for functionality as both the primary and secondary motors were not functional. A known functional primary motor and replacement secondary motor parts were installed and the driver was retested. Both the primary and secondary motor systems functioned normally with the replacement components. The complaint could not be replicated with the original parts as the device was not functional and unable to reproduce any alarm. Failure investigation for this complaint confirmed the reported issue during alarm history review. The customer complaint could not be replicated due to malfunctioning motors; the root cause of the reported red alarm was determined to be a non-conforming primary motor-gearbox. Failure investigation identified no other test failures or damage that could have contributed to the reported complaint. The damage found to the scotch yoke on the piston cylinder assembly and secondary motor components was unrelated to the reported alarm and root cause of the damage was unable to be determined. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Patient reported red alarm on freedom driver s/n (B)(6), switched to backup driver. No reported adverse impact to patient.